Manufacturer narrative:
The insulin pump was received excessive no delivery alarms during test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(6).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the no delivery alarm recurred after set change. The insulin pump will be returned for analysis.